Event description:
The female pt was admitted for coronary evaluation due to stable angina. She was currently taking aspirin, plavix, statins, and beta-blockers. Heparin was administered during the procedure. Angiography revealed a 90% 35 mm, de novo, irregular. Eccentric, b1-type lesion in the mid rca. The vessel was 3.0 mm in diameter. The lesion was predilated with a 2.5 x 12 mm balloon inflated to 8 atms. A 3.0 x 33 mm cypher select plus stent was deployed to 16 atms with good results. The stent was post dilated with a 3.0 x 12 mm balloon inflated to 18 atms. A 3.0 x 13 mm cypher select plus stent was deployed to 16 atms. The stent was post dilated with a 3.0 x 12 mm balloon inflated to 18 atms. A second lesion was noted in the left posterior lateral branch. The lesion was 90%, 10 mm, de novo, smooth, type a stenosis and the vessel was 2.75 mm in diameter. A 2.75 x 13 mm cypher select plus stent was deployed to 16 atms with good results. The stent was not post dilated. There were no reported complications and the pt was discharged the following day. Approximately 10 weeks later, the pt was admitted for stable angina and was taken back to the cath lab. Angiography revealed that all of the previously implanted stents were patent; however, a 90% lesion was noted at the proximal edge of the 2.75 x 13 mm stent in the posterior lateral branch. This was successfully treated with the placement of an additional 3.0 x 13 mm cypher select plus stent. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance.

Manufacturer narrative:
In-stent restenosis is a known potential outcome of coronary stenting and is multifactorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion locations, as well as chronic total occlusion and long lesions. In this case, the pt was a known smoker and the target treated was a highly stenosed lesion in a small, distal side branch; these factors increase the pt's risk of a major cardiac adverse event following pci. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are pt, vessel, and lesion, factors that may have contributed to this reported event of restenosis. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.